Manufacturer narrative:
Follow-up # 1 ¿ (12/18/2014).the patient¿s meter and test strips have been returned on 12/4/2014 and 12/17/2014, respectively, and evaluated by lifescan product analysis on 12/6/2014 and 12/17/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014, at 9:04pm. The patient reported obtaining blood glucose readings of ¿167 and 178 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (no adjustments) and reported taking less food and drink in response to the alleged issue. The patient claimed at an unspecified date and time after the alleged issue began, she developed symptoms of feeling ¿low.¿ the patient reported consuming food in response to her symptoms and also reported attending the doctor¿s office on (B)(6) 2014, where blood work was carried out and advice was given for her to test her blood glucose periodically. The patient reported that a blood glucose test was performed on a laboratory device on (B)(6) 2014, however the result is unknown. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr walked the patient through a control solution test and the result was not in range. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/29/2014). The patient¿s test strips have been returned on 12/17/2014 and evaluated by lifescan product analysis on 12/22/2014 with the following findings: additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.